Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not opening. A field service engineer swapped the central controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the drawer was not opening. The customer reported that this malfunction occurred when user trying to issue medication to the patient, the user managed to get medication from another pharmacy. There were no adverse events or injuries reported based on this event.